Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital for pneumonia. Upon an attempt to interrogate this ICD, both wanded and radio frequency (rf) telemetry could not be established. Two programmers, multiple wands and five electrical outlets in different rooms were tried. Additionally, there were no audible tones when a magnet was applied. A stethoscope was also put over the device to confirm there were no tones. It was reported that the patient's mechanical valve could be heard, but no beep tones. The device model was also confirmed via x-ray. The patient was not pacemaker dependent and currently was in normal sinus rhythm at a rate of 92 beats per minute (bpm). The patient's following physician's office was contacted and indicated that the patient had been non-compliant and had not been seen for an appointment in over a year. At that time the device's programmed settings were ddd mode with a lower rate limit of 50 pacing pulses per minute (ppm). Pacing thresholds were 1.5 volts at 0.5 ms in the right ventricle (rv) and 2.0 volts at 0.5 ms in the right atrium (ra). The patient was noted to be pacing 5% in the rv and 0% in the ra. All impedances were within normal limits. The device battery was noted to be at full charge with 8.5 years to explant. The device had recorded five non-sustained tachycardia episodes, however no known shock therapy has been delivered. It was reported once the patient's pneumonia cleared, the device would be replaced.

Manufacturer narrative:
Boston scientific crm received new information five months later indicating that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. The legal claim asserts that on or around (B)(6)2012 the patient's ICD emitted a massive electrical shock that rendered the patient unconscious and caused rib fractures. Approximately three hours later, the patient's spouse found the patient unconscious and called for emergency assistance. The patient was subsequently transported to the hospital in which communication with the device was unsuccessful, resulting in a surgical procedure to replace the device. At the time this event was initially reported, a boston scientific field representative was informed that the patient actually did not experience a syncopal episode. What had occurred was prior to the patient being admitted to the hospital, they had gotten up in the middle of the night and tripped and fell over some furniture. This was miscommunicated as a syncopal event. The field representative confirmed there had not been any known syncopal or untreated vt or vf episodes and at that time the patient had last been seen in the clinic (B)(6) 2011.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that an internal component (transformer) had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to electrical overstress damage to the device circuitry. This resulted in a high current drain, which over time depleted the battery more quickly than expected.